Event description:
This notification is being reviewed due to a user of a dreamstation CPAP device with an allegation of visible foam degradation. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third party service center for evaluation. During evaluation, visible foam degradation was found in the device assembly. Error code 30 (indicating an issue with the motor connection, blower box, and/or pca) was found in the device log history. The device was scrapped.